Manufacturer narrative:
B5 describe event or problem updated.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 3.0 x 48, concentric, de novo target lesion with a bend of 45 degrees was located in the moderately tortuous and moderately calcified left circumflex artery. After crossing the lesion with a guidewire and a 6f kimny guide catheter and pre-dilated with a 3.0 x 20 nc balloon catheter, a 3.00 x 48 synergy drug-eluting stent was advanced but failed to cross the lesion. Upon removal, it was noticed that the tip of the stent itself was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the hemostatic valve was fully open to allow for easy passage of the stent and the stent did reach the lesion site. Significant resistance was felt during advancing and that is when the stent was lifted.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 3.0 x 48, concentric, de novo target lesion with a bend of <=45 degrees was located in the moderately tortuous and moderately calcified left circumflex artery. After crossing the lesion with a guidewire and a 6f kimny guide catheter and pre-dilated with a 3.0 x 20 nc balloon catheter, a 3.00 x 48 synergy drug-eluting stent was advanced but failed to cross the lesion. Upon removal, it was noticed that the tip of the stent itself was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.